Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the segment fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the light guide cable buckled, the angle wire play, the forward body frame corroded, the operation channel (primary) leak, the insertion flexible tube leak, the root brace rubber (lg control body) cut, the objective lens scratched, the lg prong top dirty, the lcb distal cover glass dirty, the distal body worn out, and the root brace rubber (insertion flexible tube) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.